Manufacturer narrative:
Combination product: yes.

Event description:
During ICD replacement an insulation damage near to the connector was noted. The lead was connected to the new ICD. Lead removal is under consideration in a future surgery.